Event description:
On 2025-mar-10 additional information was received from the rep. They reported they met with the patient on (B)(6) 2025 at the initial post-op appointment and the pt was doing well. Pt weight was provided.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported the patient had the ins and lead removed on (B)(6) 2025 because of an infection near midline, bra strap level. There was a hole there that had puss. The product would have been discarded, no labs done. It is not known how long the incision had been opened but the patient was now on antibiotics.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 03-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.